Manufacturer narrative:
(B)(4). (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee procedure on an unknown date and subsequently the patient was revised due to broken patella from fall and instability. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Corrected: 510k- unknown. Reported event was unable to be confirmed due to limited information from the customer. No devices were received; therefore, the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. It was reported that patient previously had a fall but is unknown what caused the patient fall. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.